Manufacturer narrative:
Technical eval: the exterior of the box is crushed on the bottom and has a diagonal bend near the top of the box. A flat spot can be seen on the device near the distal tip. When axial force is applied to both ends of the catheter holder card, the point of bending is at the flat spot. Conclusion: the incident was confirmed as reported. The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009. A review of the device history record (DHR) was completed on part # 2314-03.b, (lot # l15198). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l15198) indicated that 100% inspection of the devices resulted in (B)(4) rejects for visual and dimensional measurement. In addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specs. The parts released in this lot met process requirement.

Event description:
The neuron was damaged in transit.